Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on an unspecified date about two months prior to the alert date of (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿>300mg/dl¿ with the subject meter and ¿120mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with 30-40 units of an unspecified type of insulin per day and in response to the alleged product issue the patient¿s doctor increased their daily dosage to 60 units of novolog and 60-65 units of lantus insulin per day. One week after this the patient developed symptoms of ¿lightheaded and hands shaking¿. The patient self-treated these symptoms with orange juice. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.